Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action ((B)(4)). All affected consignees were notified by letter beginning (B)(4) 2010. A follow-up report will be sent once new information is obtained.

Manufacturer narrative:
Product testing on returned strip lot (45619) and meter ((B)(4)) did not confirm and no new issues were observed. All functional test results were within range specifications. The results are consistent with the retain testing conducted, which found that not all strips in affected vials are impacted.

Event description:
In using an affected test strip related to an on-going field action for abbotts precision family test strips, the customer reported either longer blood fill time or readings issues. Specifically the customer reported that as a result of receiving incorrect control solution readings, they were not able to test and reportedly lost consciousness and "hurt her arm and hand." Customer was seen at a health care facility, diagnosed with hypoglycemia and treated with insulin as her "readings were high" which is inconsistent with the reported symptoms and diagnosis. There was no report of death or permanent impairment associated with this report.